Event description:
It was reported that the clinic is planning to remove the device. Pt's pre-op MRI showed no definitive 8th nerve, but parents decided to go ahead and give the ci a try. Pt has had no response with the implant and a CT has confirmed correct placement.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.